Event description:
It was reported that the user had been facing issues with the foley catheter during two weeks of use and got it removed on 13apr2024. The last three and a half days, they had to perform bladder flushes twice a day to remove small clots and mucous type blockages, just as much as experiencing bladder spams so much that they lost count. The way that the balloon had inflated off the centre was a testament to why it was filled with 10 ml of sterile water, which was the amount listed. It was the second time the user had experienced this issue. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive ¿ poor sample condition. The potential root cause for this failure mode could be user related (example: under-inflation during use)/ assembly of the balloon to the shaft/ uneven thickness of balloon. A potential root cause for this failure mode could be low latex viscosity. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the user had been facing issues with the foley catheter during two weeks of use and got it removed on (B)(6) 2024. The last three and a half days, they had to perform bladder flushes twice a day to remove small clots and mucous type blockages, just as much as experiencing bladder spams so much that they lost count. The way that the balloon had inflated off the centre was a testament to why it was filled with 10 ml of sterile water, which was the amount listed. It was the second time the user had experienced this issue. No medical intervention was reported.